Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, wavy noise occurred in the endoscopic images on the main monitor and sub monitor when the output of the non-olympus electrosurgical unit valleylab ft10 (medtronic) was activated. The issue was occurred on both cut mode and coagulation mode. The user continued the procedure as it was and completed the procedure. During the evaluation of the subject device, omsc found that the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was evaluated at the omsc. Omsc checked the subject device and found that the endoscopic image was not displayed when video connector was heated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the evaluation result, the reported phenomenon (no image) was attributed to the abnormality of the electrical circuit board in the video connector. There was no significant abnormality on the video connector, the abnormality of the electrical circuit board in the video connector might be attributed to the electrical damage due to accumulation of electrical stress by repeated use or accidental overcurrent by being applied of static electricity, because approximately six years had passed from the previous repair of the subject device. If additional information is received, this report will be supplemented.